Manufacturer narrative:
While this complaint letter, dated (B)(4) 2009, was sent to a conmed employee, it was not received by the customer complaint department until (B)(4) 2010. We acknowledge this report is being filed late. We have been in contact with (B)(6) and they have confirmed that they still have the "conmed" devices involved in this incident. They have requested that we put our request for information, (product #, lot #, devices to be returned, customer information), in writing. A search of our customer complaint database has shown no similar complaints reported to us with this event date. When the devices and any additional information is obtained, conmed will conduct an investigation and submit a supplemental report at that time.

Event description:
(B)(6) reported "on (B)(6) 2009, our customer was dispatched to a cardiac event involving a female patient. On the way to the hospital, the patient went into v-fib. The crew attached a lifepak 12 defibrillator/monitor to the patient and attempted to defibrillate. The device continued to prompt "connect electrodes", the crew then removed the electrodes and applied another set of electrodes with the same results." (B)(6) also reported that both sets of electrodes were manufactured by conmed. CPR was in progress on the way to the hospital, but the patient was not resuscitated. The (B)(6) could not duplicate the problem with the lifepak 12 in question. However, (B)(6) inspection and testing of the conmed electrodes returned by the customer revealed intermittent continuity between the electrode wires and the conductive surface of the electrode body. The testing indicated that the root cause of the reported problem was due to a failure of the conmed electrodes.